Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a hysterectomy, 10% of the devices partially fired, causing an incomplete staple line resulting in bleeding. Cautery was performed to correct the condition. No other adverse events were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ftr#(B)(4). UDI# (B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Product analysis suggests the product was used in a surgical procedure. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.